Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the mix bar, internal liquid of the reference electrode, alignment of the buffer injector, and cleaned the ise system to resolve the issue. Beckman coulter internal identifier is case (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. Customer phone number (B)(6).

Event description:
The customer reported receiving erroneous patient results for sodium, potassium and chloride on the au480 clinical chemistry analyzer. There was no change in patient treatment in association with this event.